Event description:
Patient complained of discomfort. X-ray completed and revealed evidence that artificial disc collapsed at level c5-6. Most recently she underwent c5-6 and c6-7 arthroplasty with mobi-c on (B)(6) 2016. Since that time she has developed worsening neck pain and arm numbness and wishes to proceed further with anterior cervical fusion. She has failed all other conservative treatments at this point. This includes rest, activity modification, time, anti-inflammatories, home therapy exercises, etc. Her activities of daily living have now become adversely affected. Any level of movement seems to aggravate her pain. She continues to experience intermittent dizziness and headaches.